Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2024, it was reported by a sales representative via email that a patient experienced a deep sternum wound infection post-operative. The sales representative reported that the patient's sternums were approximated with fibertape, and the patient had comorbidities, which put the patient at high risk for infection. It was reported that the patient experienced issues during the procedure. When a transesophageal echocardiography was conducted, it was discovered that the patient had a bad mitral valve, which needed to be addressed. The patient ended up with bleeding issues that prolonged the surgery. The patient experienced a deep sternum wound infection post-operative. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.